Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The adjustable pressure limiting valve was re-seated, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to manually ventilate, during pre-use checkout. There is no report of patient involvement.